Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug via an implantable infusion pump for non-malignant pain and chronic low back pain. It was reported there was a complaint against the pump and it was being investigated. No further information was provided.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a device manufacturer representative indicated in june 2015 they started noticing a 3cc volume discrepancy and more pain. A catheter dye study and rotor study were performed on (B)(6) 2015 and no issues were noted. On (B)(6) 2015 the pump was replaced and the catheter was revised. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.